Manufacturer narrative:
(B)(4). Results damaged cartridge, damaged anvil, photograph. The analysis results found that one device was returned with the anvil bent upwards and with the t-slot partially ruptured. The device shows evidence that it was clamped and fired into hard metallic object as the anvil has a dent which only can be from metal. In an attempt to fire the device, the motor stalled prior to fully rupturing t-slot. In addition, seven reloads were returned. Six of the seven reloads were returned fully fired. One reload was returned partially fired with visible depression across entire reload about 2/3 (from proximal to distal) of the way down cartridge were noted. One staple tip was deformed as if fired into something hard. The damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). An intra-operative photograph was also received. Based on photographic evidence, the complication was the result of a hard object being placed between the device jaws during firing. The result being the anvil was not capable of retaining form when placed under the extreme forces generated by the device while attempting to bring the tissue gap into compliance for a blue staple cartridge. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thorascopic wedge resection procedure the surgeon had fired the several times and on the 7th firing the gun stuck. The reverse grey trigger was used. The gun opened as usual. The scrub nurse, on removing the cartridge, found the metal plate at the bottom the cartridge was buckled. The cut and staple line was sufficient to complete the wedge so no more firings were required. No patient consequences reported. Procedure was completed with same like device. Surgeon informed the sales rep that the tissue was very thick and dense. The surgeon estimated the tissue was between 5-6mm thick and even said the tissue felt like bone. The surgeon also noted that all firings on this tissue were extremely difficult on the device. He mentioned that it sounded as if the motor was really struggling to complete the firing sequence throughout the procedure due to this difficult tissue.